Event description:
It was reported via user/facility medwatch # 5113226 that balloon rupture occurred. A 2.75 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent balloon ruptured. No patient complications were reported.